Manufacturer narrative:
Additional information received that there are no reported issue with the cylinder or reservoir. It is unknown what the patient was feeling and if the pump migrated. Model- 720185-01 lot sn- (B)(4) mfg date- 08/23/2018 exp date- 08/22/2020

Event description:
It was reported that during the ams700 inflatable penile prosthesis pump came out of the patient's scrotum. All components were removed and replaced. A good patient outcome was reported in relation to this event. Further information was requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that during the ams700 inflatable penile prosthesis pump came out of the patient's scrotum. All components were removed and replaced. A good patient outcome was reported in relation to this event. Further information was requested and is not yet available. Should additional information become available, a supplemental report will be submitted.